Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 15. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.